Event description:
It was reported that the femoral stem disengaged from the femoral component during implantation.

Manufacturer narrative:
Returned for evaluation are two patient x-rays showing the femoral stem extension is disengaged from the femoral component; due to the quality of the x-rays, no additional information could be obtained by examining the x-rays. Operative notes were not provided for review. It is critical that the proper surgical technique be followed in order to properly seat the taper of the stem extension into the femoral component. If the technique is not followed, the stem could disengage from the femoral implant. Without more information, a definitive cause of the stem extension disengagement cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Consider the investigation closed.